Event description:
Revision surgery - due to the head implanted being too large, the surgeon reduced the size of the femoral head.

Manufacturer narrative:
The reason for this revision surgery was to address an instability issue the patient developed after 13 days of use. There is no information in this complaint about any patient injuries, accidents, activities, or medical contraindications that may have contributed to the need for a revision. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of and not returned to djo surgical for examination. (B)(4). The root cause for the instability was most likely due to the size of the femoral head. There are no indications of a product or process issue affecting implant safety or effectiveness.